Event description:
Additional information was received from a healthcare provider (hcp) indicated the devices were still in use and the patient¿s weight was not taken at the time of the event. The reason the patient was wanting to replace the pump was that she thought it was leaking because she felt a ¿burning feeling¿.

Manufacturer narrative:
H6. Correction: patient code: e2401 is also applicable this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider stated that the cause of the patient¿s was unknown. However, the patient¿s symptoms were resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding receiving intrathecal fentanyl and clonidine via an implantable pump for non-malignant pain. It was reported that the patient was asking about the possibility of a granuloma now again because starting two weeks ago she started feeling burning around the pump. She felt pressure "all through me" and every 12 hours she was having a blood pressure spike of 238/140 but in the evening she had her blood pressure go back down. She had been taking blood pressure medications to try to help. Patient stated by morning she was 130/69 and her pulse was in the 60s. She believed "the intervals are off". Patient called in asking about what study should be done to check for a granuloma. Patient services reviewed this is a medical decision and discussed labeling. The patient reported that normally her blood pressure was affected by the pump and in her pump refill intervals she stated that after 70 days her blood pressure goes up, so that was when her pump was refilled by her doctor. Patient reported being on oral medication for pain and blood pressure (oxycodone was mentioned). Patient stated she had an appointment on (B)(6) 2023 with her doctor to check for volume discrepancies and next steps to check the catheter tip for any issues. Additional information received from the healthcare provider (hcp) reported that the patient's weight was unknown at the time of this event. It was also reported that the blood pressure spike was 'unknown' if it was related to a medtronic device and/or therapy, but 'it seemed like the two were correlated'. It was unknown if any external/environmental/patient factors that may have caused or con tributed to the patient's symptoms. The granuloma had yet to be confirmed, imaging was ordered but results had not come back. It was mentioned that it was unknown if there were issues with the catheter. Diagnostics/troubleshooting included interrogating the pump a nd patient still had 3/4 medicine remaining, no errors or alerts the tablet showed. There were no reported volume discrepancies. The cause of the patient feeling burning around the pump was not determined. The patient's symptoms/device issues had yet to resolve and patient was sent to hospital for uncontrolled hypertension and imaging. Additional information from a company representative indicated that they plan to do a catheter access port (cap) procedure and possibly a rotor study. It was reported that the patient's blood pressure was spiking every 12 hours or so and said hcp was not sure it's pump related but they were going to check the system. Technical services reviewed checking logs should show a stall without the need for a rotor study. The company rep reported the drugs in the pump as fentanyl and klonopin. Additional information was received from a consumer (con) indicated that he was told they had checked the catheter and the patient was given boluses and they did not see anything wrong with the pump. It was told that the patient did respond positively to the boluses. At this point the patient wanted the pump replaced. The agent reviewed information from the call history indicating that patient had reported granulomas in the past. The agent reviewed option to do a dye study and for healthcare provider (hcp) to try to rule out granuloma. However, the patient was being evaluated by their hcp.